Event description:
The following was alleged by the patient's attorney: 0n (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. On (B)(6) 2007: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the perfix plug. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: on (B)(6) 2006 - patient was diagnosed with incarcerated left inguinal hernia thereby underwent open repair with the implant of perfix plug mesh. Per operative notes, ¿a bard perfix plug mesh was placed and sutured.¿ (B)(6) 2007 - patient was diagnosed with recurrent left inguinal hernia, infected mesh in the left groin thereby underwent open repair with explant of the infected perfix plug mesh. Per operative notes, ¿the wound tract was excised. Infected perfix plug mesh was excised.¿

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. There is no information provided as to the nature of the patient's injuries. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b4, b5, b6, b7, d4 (product catalog no., corporate lot no, UDI no.), d6b (date of explant), g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. There is no information provided as to the nature of the patient's injuries. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. (B)(6) 2007: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the perfix plug. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿